Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the setscrew was backed out too far. There was difficulty encountered when attempting to insert a known good lead into the connector port. Several of the connector edges as well as the weld pools on the connectors got stuck on the edge of the #0 connector of the ins depending on the lead orientation. The bore of the strain relief insert appeared slightly angled and did not align with the opening of the #0 connector.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, product type: lead. (B)(4).

Event description:
The company representative reported insertion difficulty during an implant procedure. The company representative noted that this was an out of box failure of the ins and no troubleshooting was done. The lead was placed and when tried to insert lead tail into the ins upon implant the lead tail could not be inserted. They attempted to unscrew the setscrew and reseat lead numerous times, without resolve. They tried another ins and the lead seated fine. The lead was not previously implanted with extension and implantable neurostimulator (ins). The original ins was to be sent for analysis and the patient did not experience an adverse event as a result of the ins failure. The event occurred intra-operative and the indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. Further follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.